Event description:
Boston scientific received information that this patient's right ventricular lead exhibited loss of capture, decreased impedances, low r and p waves and was thought to have dislodged. The patient complained of fluid retention and noted to have had a syncopal event. A chest x-ray was taken and it showed the lead was still in the correct location. Boston scientific technical services gave several troubleshooting techniques. The lead was ultimately revised and it was found to have been in suboptimal tissue in the patient. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.